Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, guided fluoroscopy demonstrated extravasation from the pta balloon during the first inflation. The health care provider reported that the device was removed in its entirety with difficulty through the sheath. The hcp further reported that another pta balloon was used for the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 10cm balloon. The catheter was kinked throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, a stream of water was seen exiting the balloon 11.8cm from the distal tip. The location was examined under microscopic magnification and a pinhole rupture was observed approximately 11.9cm from the distal tip. With the guidewire in place, an attempt was then made to insert the device into an in-house 6fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then retracted from the in-house introducer sheath without issue. An attempt was then made to insert the device into an in-house 5fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then retracted from the in-house introducer sheath without issue. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is unconfirmed for a leak; however, a pinhole rupture was found on the proximal cone of the balloon. Therefore, the investigation is confirmed for material rupture. The investigation is unconfirmed for sheath retraction problems, as the balloon was able to be retracted through both an in-house 6fr and 5fr introducer sheath without issue. It is likely that the rupture contributed to the retraction issues. However, the definitive root cause for the rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the rival pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.